Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73b1700487 investigations did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips are not ligating when loaded. There was no patient injury.

Event description:
It was reported that the clips are not ligating when loaded. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and its jaws partially closed. The sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. This sample was reviewed with a r & d engineer. The trigger cycle was completed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was able to properly load into the jaws of the applier and was successfully applied to over-stressed surgical tubing. No more clips remained. The sample was received with 1 clip remaining in the channel indicating that 14 clips were fired by the end user. No defects or anomalies were observed. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip not ligating when loaded" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, no problems were found as the one remaining clip could be loaded into the jaws and close with no issues. The device was received with 1 clip remaining in the channel indicating that the end user fired 14 clips. All of the clips were successfully applied to over-stressed surgical tubing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No functional issues were found with the returned device.